Event description:
It was reported the spring loaded button (modem) is broken. The programmer was returned to the manufacturer for calibration and repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the modem eject button on the mpu (main processor unit) printed circuit board assembly is broken. Analysis also found the programmer powered up with a system error. (B)(4).